Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the serial number is not available.

Event description:
Related manufacturer reference number:1627487-2023-05517, related manufacturer reference number:1627487-2023-05518. It was reported the patient lost effective coverage due to the l4, l5 drg leads had migrated. The patient underwent surgical intervention where all the three leads were replaced with a new ones restoring therapy.